Manufacturer narrative:
As returned, the target had been disassembled, painted, then reassembled. The clips had not been reattached and the bottom plate had been attached incorrectly, rotated 90 degrees. This incorrect reassembly damaged the bottom plate and skewed the navigation image by 90 degrees. The target should not have been disassembled as it would need to be recalibrated afterward.

Event description:
A medtronic representative reported one line of metal spheres in the radiographic images causing navigational inaccuracy issues with the tria system. The event did not occur during surgery and no patient was present.